Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had varying shock impedance readings with some greater than 125 ohms. A boston scientific technical services (ts) consultant discussed troubleshooting a delivery a commanded minimum and maximum shock to test the integrity of the lead. To date, there have been no reported patient symptoms associated with this clinical observation. Additional information provided stated that the device was emitting tones due to the out of range impedances measurements. Ts again recommended induction testing and also discussed that there could be a hit on the longevity of this device if it continues to emit tones. Additional information indicates that this system continues to exhibit out of range shocking impedances. Boston scientific technical services (ts) again recommended induction testing. The patient was to undergo a revision procedure in the near future. Additional information was received that this patient underwent a revision procedure and this product was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. The clinical observations were unable to be reproduced during laboratory testing. Both the painless shock impedance and delivered shock impedance values were found to be normal.

Manufacturer narrative:
As of today, the available information suggests this ICD and rv lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The product has been received for analysis. This report will be updated upon completion of analysis.